Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. The event can be detected by handling the device in accordance with the following IFU: operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was damage at the nozzle pin and there was peeling on the cement of the objective and light guide lens. The bending section rubber glue had a crack and the air/water supply was okay after the nozzle was removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had a blocked air channel. The issue was found during reprocessing. There were no reports harm associated with the event. Inspection and testing of the returned device found that the air water nozzle was blocked with foreign debris. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.